Event description:
It was reported by dealer that left frame near wheel hub is broken at a weld on the trex20r wheel chair. Dealer advised end user stated chair has been broken for awhile. Dealer advised has not seen the chair yet. Dealer could not provide any further information.